Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 39 mg/dl. Food and soda were consumed to address the bg level. The current bg was 67 mg/dl. The customer did not know the cause of the low bg. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer to discuss the low bg with a healthcare provider. Upon follow up with the customer, the bg was within the target level.